Event description:
It was reported that the device had a broken wheel. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was identified, and the model and serial number were updated. A visual and functional inspection was performed by a stryker field service technician. It was found that it was difficult to maneuver the unit, which did not result in a tip, due to a bent/deformed casters assembly. This issue was resolved for the customer by replacing the foot support, caster, assy.

Event description:
It was reported that the device had a broken wheel. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.